Manufacturer narrative:
Concomitant product: 407652 lead, implanted: (B)(6) 2009; addrl1 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented to the emergency department due to palpitations. The right atrial (ra) lead was observed with small p-waves, and potential atrial undersensing was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.